Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. It is not verified that the vent was inoperable, and that a malfunction occurred. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).